Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Occupation is lay user/patient. The customer's meter and test strips were requested and returned for investigation and they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result of 7.0 inr was not observed in the meter's patient result memory. All other alleged results were observed. The customer also stated they received an error 6 on the meter. The meter's error log was downloaded and analyzed. Error 6 (662) was observed in the ecc report. This error is caused by the user moving the test strip during a measurement. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(4). At 4:38pm the meter result was 5.0inr. At 4:52pm the meter result was 7.0inr. The customer tested on her doctor's roche meter and both results were 3.1 inr within minutes of each other. The time the results were taken was not provided. The customer's warfarin was held for one day based on the meter results. The customer tests 1 time/week. The customer's therapeutic range is 2.5-3.5 inr.